Event description:
The distributor reported that they were contacted by a pt who described the incident as waking up with severe pain, in bed, and being unable to move his leg. In his words when he went to the hosp, "the femoral was broken in two". A revision surgery took place on (B)(6) 2012.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.